Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical product: d224trk crt-d, implanted: (B)(6) 2010. The initial reported event of noise on the lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the leads. Therefore the right ventricular (rv) lead was removed and replaced with a new lead. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.